Manufacturer narrative:
Patient's initials are (B)(6). The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. Initial reported address: (B)(6). Report source: e7121 japan axios post market survey. (B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted in a transgastric position to treat a pancreatic acute necrotizing cyst during a hot axios placement procedure performed on (B)(6) 2019. Reportedly, the patient's cyst was measured on (B)(6) 2019 via computed tomography (CT) imaging and was confirmed to be 318mm in diameter, in close contact with the stomach wall, and contained 60% liquid content. The stent was placed as part of the e7121 axios japan post market survey. On (B)(6) 2019, the patient's cyst was measured via CT and was confirmed to be 142mm in diameter. According to the complainant, during a necrosectomy procedure performed on (B)(6) 2019, the stent was dislodged and fell into the patient's stomach. The stent was removed from the patient endoscopically, and the procedure was completed. There were no patient complications reported as a result of this event. Note: the stent was intended to be placed to treat a cyst with less than 70% liquid content; however, the hot axios stent and delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6cm in size and walled-off necrosis >= 6cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall.